Event description:
It was reported that the patient expired. It was noted that the patient¿s wife called ems and the patient was taken to the ER. It was reported that the cause of death was unknown. The physician stated that the patient was very sick. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
(B)(4).